Event description:
It was reported that 2 bd 4mm 32ga pen needles experienced difficult device operation. The following information was provided by the initial reporter: consumer reported finding when injecting the plunger, (dose button on pen), hesitates and then bends the patient end needle. The base instead of staying straight, the needle goes to the side. She injects in her belly using a new needle with her 5 time injections a day. Flow check is completed before each injection does not reuse.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-01-06. Investigation summary: customer returned 2 used 4mm, 32 gauge nano pro pen needles and 3 unused 4mm, 32 gauge nano pro pen needles from lot 0336660. The lot for the used pen needles could not be identified as their teardrop labels were not returned. The 2 used pen needles were inspected prior to testing. Both pen needles were found to have their cannulas bent on the patient end. Both were bent at their base while one was also bent midway down its length. Both pen needles were then attached to a test pen. Saline was pushed through the system, exiting one pen needle with no issues, but not passing through the pen needle that was bent twice. Examination of the clogged pen needle found a clear, crystalline substance at the cannula¿s opening. It is believed that this substance is insulin accumulated from previous use of the pen needle. The pen needle could not be cleared of this clog for further examination as a result of the damage to the cannula. The 3 unused pen needles were inspected and tested. No damage was found to any of these pen needles and all of them functioned as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was able to confirm the customer¿s indicated failure of two of the pen needle cannulas being bent. Based on the samples received, bd was able to confirm the customer¿s indicated failure of difficulty using one of the used pen needles as it had become clogged. The root cause of the cannulas bending may be high forces placed across the length of the cannulas during use. The root cause of the pen needle cannula becoming clogged with what is most likely crystallized insulin is multiple uses of the same pen needle. H3 other text : see h10.

Event description:
It was reported that 2 bd 4mm 32ga pen needles experienced difficult device operation. The following information was provided by the initial reporter: consumer reported finding when injecting the plunger, (dose button on pen), hesitates and then bends the patient end needle. The base instead of staying straight, the needle goes to the side. She injects in her belly using a new needle with her 5 time injections a day. Flow check is completed before each injection does not reuse.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0336660. Medical device expiration date: 2025-12-31. Device manufacture date: 2020-12-01. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A complaint lot history check was performed on lot # 0336660 for difficult/unable to operate. This is the 1st. Related complaint for difficult/unable to operate on lot # 0336660. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.